Event description:
It was reported that during threshold testing, t-wave oversensing was noted. The patient does not normally pace. Review of episodes showed there was no way to program around the t-waves oversensing, due to the t-waves were larger than the sensed r-waves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.